Event description:
It was originally reported that the patient experienced stimulation in the wrong location; abdominal stimulation. There was no known accident or incident related to this event. He was unable to adjust stimulation. The "call your doctor" icon and early replacement indicator message displayed. The patient's healthcare provider confirmed that his device was working well for him. The patient visited his doctor and company representative regarding this event. His neurostimulator relieved a significant amount of pain until the leads developed a problem. His "instrument" malfunctioned. He underwent a laminectomy procedure and at that time his device was removed. He is no longer experiences pain.

Manufacturer narrative:
(B) (4)